Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged up on final deployment due to the anatomy. A tortuous abdominal aorta, a short ascending aorta, both highly calcified, and a narrow left ventricular outflow tract (lvot) were present. As a result, a second valve was also implanted. No additional adverse patient effects were reported.